Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported the patient had a peripheral stimulator that had stopped working and the implantable neurostimulator (ins) was left implanted.